Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead exhibited noise. The lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.